Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during coronary sinus (cs) cannulation some contrast staining was noted around the cs after doing a venogram. The patient was very stable throughout with no changes to blood pressure. A plan is to do an echo post implant. No further patient complications have been reported as a result of this event.